Manufacturer narrative:
Height: (B)(6) inches. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "a superficially open area under mass at 12 o'clock" and the open area is 13mm from the stoma. The end user believes that this was caused by "the rigid portion of the mass rubbing against his skin when he bends". The end user followed up with primary care physician (pcp) regarding the issue, however, no further details have been provided.